Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 30 mg/dl and 600 mg/dl. The customer treated high readings with manual injection and low readings with food. The customer declined to troubleshoot for high and low readings. The insulin pump will not be returned for analysis.